Event description:
It was reported that the patient presented with a post operative bleed 5 days after the procedure. After monitoring the patient for an additional 7 days, it became necessary for the surgeon to do a revision procedure to stop the bleeding.

Manufacturer narrative:
Device not available for evaluation. The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to post-operative bleeding includes: health and the patient's compliance to post-op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot.